Event description:
On 14aug2024, a representative from a distributor advised by email that a patient (pt) reported at the most recent eye care provider (ecp) visit (date not provided), the ecp informed the pt that ¿wearing these lenses that was approved in pt¿s exam, the eye has irreversible damage.¿ the affected eye(s) is unknown. The suspect product is reported as acuvue® oasys 1-day with hydraluxe® technology for astigmatism brand contact lenses (cls). No additional medical information was provided. Attempts made to the pt for additional information on 14aug2024, 22aug2024 and 29aug2024 were unsuccessful. This event of ¿irreversible damage¿ is being reported as worst-case as we were unable to verify the pt¿s diagnosis and treatment with the treating ecp. The affected eye(s) is unknown. The date of event is being reported as 01aug2024 as the exact date of the event is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b015tqc was produced under normal conditions. It is unknown if the suspect cl is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.